Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl and morphine at an unknown concentration via an implantable pump for non-malignant pain. It was reported that the patient's pump quit working and got infected 5 weeks after it was implanted. The pump was removed on (B)(6) 2016, however the patient was not positive on the date. It was stated that the pump was helping him and he was not sure what happened, but he would like to get another one. The patient's paperwork stated "hydromorphone 100.0".

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. (B)(4) all belong to both the pump and catheter. (B)(4) belongs to only the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported infection symptoms. It was stated the patient believes both the pump and catheter were removed due to a staph infection. It was believed they went in later and removed the catheter. It was stated the area of infection was the pocket, and the catheter track. The patient had symptoms of redness and swelling. It was stated the patient's symptoms got so bad that they "didn't know he was." It was stated that it was red all the way around the pump where it was installed and three inches all the way to the patient's back. It was stated the patient kept telling the healthcare provider about the issue but they looked at it like it was no big deal. The infection was confirmed and the strain was staph. The patient was taken to a hospital because it got so bad and the patient would've been dead if they didn't get him there in time. It was stated the infection was associated with the implant. It was stated the implant on (B)(6) 2016 and not (B)(6) 2016 and stated the infection occurred approximately 5 week after. It was stated by the patient that they "spoke with someone down there thinks it was a manufacturer's representative (unknown name) after the event." It was stated by the patient that they know for sure that the pump was taken out and thought maybe the catheter was removed also but wasn't sure. It was stated the patient's healthcare provider wouldn't tell the patient what was going on. It was also reported by the patient that the healthcare provider wouldn't let them speak and was told the healthcare provider could return the pump if they thought something was wrong with the pump, but wasn't saying the pump was the issue. It was stated the healthcare provider had their own surgical center but closed the doors and left. The patient felt they paid good money to get the implant and had good results with the pump and was almost completely off their medication, and then the infection occurred. The patient stated they were left hanging and tried to do this themselves by having inquired what to do next. It was stated the healthcare provider put the patient on some high concentrated antibiotics. It was stated the infection cleared and it just seemed something was definitely wrong. It was noted the patient broke their back in 1991 (preexisting condition) and became disabled and it had been downhill ever since. It was stated the patient was trying and the more they tried the get behind and believed the pump would have been the answer to stop living the life the patient had since the incident. It was stated the patient took 120 pills a month of percocet and was trying to get away from that. It was stated the patient said it was aggravating and at one time they were making good money at an oil field job; but had 3 surgeries on their back, 3 surgeries on their neck, and 4 surgeries on their shoulder which didn¿t resolve the issue. It was stated the doctors told the patient they could fix them up, make them right again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.